Event description:
Customer reported that the insulin pump had a high pitch buzz and the tone was constant. Customer stated that they were unable to clear the alarm and buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 70 mg/dl. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No constant tone was noted during testing. No audio anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.